Event description:
"During surgical procedure. Electrosurgical unit activated by employee stepping on foot pedal. Small flame shot from cautery tip. Employee felt shock up right arm, burning sensation & numbness to 2 fingers" was received 12/20/96. The incident device was not returned to co for investigation although it is available for an on site investigation which was declined by co. A malfunction MDR was reported to the FDA since the description indicated reoccurrence could cause or contribute to serious injury.